Manufacturer narrative:
Exact date unknown, event occurred early september.

Event description:
It was reported that the patients ipg was deeply implanted and difficult to charge. The ipg was replaced with a non rechargeable device and the patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.